Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. A watchman trusteer access system (was) was used, and a 24mm watchman flx pro closure device was implanted after being deployed once, and meeting release criteria. No complications were noted during the procedure. The patient was discharged to home the next day post index procedure. Two days post index procedure, the caregiver found the patient unresponsive at home. Emergency medical services (ems) was called, and the patient was found to be in pulseless electrical activity (pea) cardiac arrest rhythm. The patient was brought to the hospital where the patient was pronounced dead in the emergency room. The official cause of death is full arrest and pulse-less electrical activity (pea). There was no further information provided.

Manufacturer narrative:
D4: unique identifier (UDI) # corrected from (B)(4) to (B)(4).

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. A watchman trusteer access system (was) was used, and a 24mm watchman flx pro closure device was implanted after being deployed once, and meeting release criteria. No complications were noted during the procedure. The patient was discharged to home the next day post index procedure. Two days post index procedure, the caregiver found the patient unresponsive at home. Emergency medical services (ems) was called, and the patient was found to be in pulseless electrical activity (pea) cardiac arrest rhythm. The patient was brought to the hospital where the patient was pronounced dead in the emergency room. The official cause of death is full arrest and pulse-less electrical activity (pea). The physician stated the death was "probably not" related to the index procedure or the implanted closure device. An autopsy will not be performed. There was no further information provided or available.